Manufacturer narrative:
Additional information: g3, h3, h6 the device(s) were not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error applying excessive force. The complaint allegation was not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the screws inserted into patient but head of screw sheared off. It was further reported that shafts remained in patient. No further information received.